Manufacturer narrative:
Surgery for abutment and abutment screw removal due to treatment of deep infection.oozing and extruding bone graft was reported as clinical signs.the procedure took place on (B)(6) 2024.

Event description:
Surgery for abutment and abutment screw removal due to treatment of deep infection.oozing and extruding bone graft was reported as clinical signs. The procedure took place on (B)(6) 2024.